Manufacturer narrative:
(B)(4).

Event description:
It was reported two episode of oversensing noise, declined r-wave sensing amplitude, and increased threshold were observed. The lead was scheduled for replacement but the procedure was aborted due to fast ventricular tachycardia requiring shock. The patient condition is good. The patient will continue to be monitored through merlin.

Manufacturer narrative:
(B)(4).

Event description:
New information received states a recent device interrogation could not detect ventricular capture. The lead was capped and replaced. The patient condition was good after the procedure.